Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from their left ventricular (lv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.